Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a call service 064 that occurred randomly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: during investigation, the pump cover was removed, moisture corrosion was found on the motor flex connector. There was a cs 064-0008 motor error was verified in the black box and alarm history. Cs was not duplicated during investigation testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.